Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked battery tube thread, a cracked reservoir tube lip, and minor scratches on the display window. The pump was inspected and tested with no missing segments/partial display and no discolored screen or screen anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that the screen of the insulin pump was discolored like a rainbow. The customer had issues with low battery alarms and low reservoir alerts. The patient's blood glucose level was 419 mg/dl at the time of the incident. The customer did not mention any form of treatment for their blood glucose levels. The customer was assisted with troubleshooting and was informed that the pump needed to be replaced. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.